Manufacturer narrative:
The act and esc buttons did not respond due to moisture damage on the keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the compromised force sensor system alarms due to a button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.